Event description:
A caller reported that the indicated battery charge of the pump dropped by 49% in a short period of time. The customer¿s blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer continued to use the pump for insulin therapy.